Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the balloon still could not be inflated. A microscopic examination identified a balloon longitudinal tear beginning approximately 1mm proximal of the distal markerband and extending approximately 2mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12atmospheres as per wolverine specification. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the shaft/hypotube identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. It was noted that a 10mmx3.0mm wolverine coronary cutting balloon seemed to be ruptured from the time it was unpacked. The balloon never entered the patient's body. The procedure was completed with another of the same device. No complications were reported. It was further reported that the balloon entered the patient's body and was removed by simply pulling out. The patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. It was noted that a 10mmx3.0mm wolverine coronary cutting balloon seemed to be ruptured from the time it was unpacked. The balloon never entered the patient's body. The procedure was completed with another of the same device. No complications were reported.